Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) called to report receiving multiple errors, specifically repeated line block alarms. The infusion site was located on the left side of the abdomen. Current glucose at the time of the call was 271 mg/dl. Pss confirmed that the pwd did not require emergency services at this time. Pwd reported being disconnected during a shower, which contributed to the rise in glucose level. The initial line block alarm occurred while programming a bolus and was temporarily resolved using the current cassette. A few minutes later, the alarm occurred again and was resolved the same way. Shortly afterward, another line block alarm was received. Pwd elected to change both the infusion set and the cassette, which successfully resolved the repeated line block alarms. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino female, born on (B)(6) and weighing 203 lbs.